Event description:
Medtronic received information that during the loading of a 26mm transcatheter bioprosthetic valve with this delivery catheter system (dcs), the grey trigger was used to slide the handle backwards to the end of the catheter. The paddles of the valvewere then placed into the paddle box of the dcs and the capsule guide tube was moved over the outflow crowns. The deployment knob was then turned to advance the capsule in the direction of the paddles and the handle of the dcs then broke. The valve was then loaded successfully loaded into another dcs for implant. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Product analysis: upon receipt of the suspect complaint delivery catheter system (dcs) at medtronic's quality laboratory, visual analysis showed the device was received with the handle components detached from the dcs, the capsule was fully closed, and the end cap/screw gear snap fit connected. The tip-retrieval mechanism appeared intact. From close observation, one of the tabs appeared to be hinging inward. One of the tabs was observed detached from the male deployment knob component. The capsule appeared intact with no evidence of damage. The inner member shaft and spindle hub appeared intact with no evidence of damage. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the deployment knob (actuator) separated during loading. The suspect dcs was returned for analysis with the handle components detached from the dcs which confirmed the reported event. The snap fit tabs on the deployment knob components were damaged. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.